Event description:
Health care professional reported that the 45ml balloon broke off.

Manufacturer narrative:
Based on the available info, the event was deemed a reportable malfunction. No additional event info has been provided. A return sample for evaluation is expected. Should additional info becomes available a follow-up report will be submitted. (B)(4).